Manufacturer narrative:
Serial number, model number, catalog number, and UDI number corrected to proper value. PMA / 510(k) # received and updated. The spine clamp was returned to the manufacturer for analysis. The returned clamp was worn with tool marks around the head of the adjustment screw and debris in the threads. The clamp was otherwise fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacture date was not available on the date of filing. No parts have been received by the manufacturer for evaluation. PMA / 510(k) was not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an instrument used with a navigation system. It was reported outside of a procedure that a spine clamp was damaged. There was no patient present.